Event description:
It was reported that a user experienced pump alarms that were not loud enough despite the volume being set to the maximum, and education and troubleshooting were completed. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included a customer service troubleshooting review focused on alarm function and user settings. Investigation of this case revealed an alarm audibility concern without evidence of device malfunction and no additional alerts or alarms, and the hardware component involved was the pump alarm output. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device failure.